Manufacturer narrative:
Ethnicity: unknown, information was asked but not provided. Device evaluation: the product testing could not be performed as the device has not been returned for evaluation. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search in complaint system revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Health care provider reported that their patient is experiencing blurry vision in their right eye. The symptoms were reported one day post-op and are not debilitating. There were no complications or surgical interventions such as a capsule tear, unplanned vitrectomy or sutures. The iol was subsequently explanted. The replacement information was not provided. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 22, 2022 . Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and stuck the handpiece tray. The lens was cleaned and, no issues that could contribute to blurry vision could be identified. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: this is to correct the initial submission section e1 state, province, or territory: it is blank but should have stated california. Field below is updated: section e1 state, province, or territory: california. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.